Event description:
Rep reported that the siphon guard split from the valve housing and there was accumulation of csf. As a result the device was removed. The patient is under observation as the patient wbc was elevated. It was noted that the patient tested negative for cultures. It is not known if the patient will receive another shunt system. Prior event that was reported at the same time was registered under complaint (B)(4).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the silicone housing was split. It might be possible that the split may have occurred as a result of the device coming in contact with the edge of a sharp instrument. This however could not be confirmed. The catheters were also evaluated and no defects were found with them. The instructions for use warn health care users to use extreme care as silicone housing has a low tear resistance. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.